Event description:
The customer reported three erroneous creatinine results, for one patient, involving au2700 power processor. The customer confirmed there was only one erroneous result; two results were flagged for clotted samples. The original sample produced a result of 2.99 mg/dl. The sample was retested and recovered a result of 0.78 mg/dl. The erroneous result was released out of the laboratory and questioned by the physician. There has been no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) verified all probes and syringes, wash stations, probe dispensing, mix bars and lamp; all appeared normal. The fse verified cuvettes and discovered the inner wheel had buildup on top of the cuvettes. The fse checked probe alignments and discovered r1-2 probe assembly out of alignment. The fse realigned the probe and cleaned and sonicated the inner wheel cuvettes. The fse performed photometer check, photocal, and calibrated and performed quality control (qc). Service activity performed and verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. The customer logs indicated required maintenance was performed for the analyzer. Quality control (qc) indicated four points exceeding 2 standard deviation low on level 1 control which were excluded from the qc summary with comments: "points from second bottle creatinine removed-no patients reported on this bottle". Level 3 control was within the established ranges. Reaction monitor suggests probable clot transferred into original cuvette based on chemistry curve produced. Retest sample was consistent with expectation for the repeated value.